Event description:
It was reported that the patient was experiencing over stimulation in the feet, legs and lower back causing shaking and preventing the patient from using the spinal cord stimulator (scs) device regularly. The patient was admitted to the hospital.